Event description:
On (B)(6) 2012, customer reported that the lh500 instrument leaked during backwash, from the manual probe backwash cup, while running the latron cycle. The volume of the leak was approximately 2 ml and was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed the source of the leak at the secondary probe rinse block. Fse noted that the blood sampling valve (bsv) did not properly rotate, and the primary cause of the leak was that the vacuum tubing on the probe rinse block was slightly kinked. Fse straightened the tubing and cleaned the bsv. No further evidence of leaking was found.

Manufacturer narrative:
(B)(4).